Event description:
Md reports that he has a patient who is having local allergic reaction at the insertion site of the powerline and wherever the product touches the body, as well as what he believes is a systemic reaction with her eosinophils rising.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.